Event description:
It was reported that when using the bd pyxis¿ es server had 5 stations was one hour ahead of the actual time, and these stations were in critical override. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system exhibited an incorrect time. A technical support specialist (tss) confirmed that five stations had system times set 1 hour ahead and were entering critical override locally without reflecting the status in health sight viewer. Tss then dialed into the system, fixed the time and confirmed that the time issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.